Event description:
Alleged deflation.

Manufacturer narrative:
Deflation was reported as the reason for explantation. Surgeon noted a diagnostic error has occured once device was explanted. Surgeon discarded device. No findings available.

Event description:
Alleged deflation.